Event description:
A tandem mobi cartridge alarm was reported during the load process of the pump. There was no adverse impact on the customer's blood glucose level. The technical support confirmed the cartridge alarm and arranged to replace the customer's pump. The customer agreed to use multiple daily injections as a backup therapy and was informed about the software updates available for the replacement pump. The customer was instructed on how to store the current pump and return it to tandem, as well as how to set up and connect the replacement pump.